Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the reamer was used to widen the femoral marrow cavity. It was defeated by the hard bone and the shaft portion was bent. The reamer was not broken, so no metal or other object was implanted in the body."

Manufacturer narrative:
The reported event could be confirmed as the device was returned and matches the alleged event. Upon visual inspection of the returned device, it was observed that the device is deformed from its original shape, exhibiting bends at multiple locations. Additionally, the spacing between the coils in the flexible section has increased in the areas affected by the bending. This pattern of deformation suggests that the device encountered resistance from a rigid structure, likely a hard bone, while torsional force was still being applied, resulting in bending within the flexible region. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause is attributed to user-related factors, as the device is deformed at multiple sections with application of high force while being hit by the rigid surface, like a hard bone in this event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the reamer was used to widen the femoral marrow cavity. It was defeated by the hard bone and the shaft portion was bent. The reamer was not broken, so no metal or other object was implanted in the body.".